Event description:
A malfunction alarm, specifically code malf 9, was reported without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue arises again, which they acknowledged and understood.